Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving intermittent calibration errors and a threshold suspend alarm. The customer's blood glucose level was 188mg/dl, and the sensor reading was 53mg/dl. Troubleshoot was conducted, and due to the customer being new to the pump and its features, the customer was educated on functions and causes of alarms. Nothing is being replaced or returned at this time.